Manufacturer narrative:
It was reported that the classic spring arm allegedly has a stripped screw at the front of the spring arm. A stryker sales representative went onsite and found that the m3 screw could not be properly installed due to the missing nut that attaches to the m3 screw. The account was informed that the product was nonconforming and should not be used until the nut is replaced. Due to lack of a purchase order, as this customer is not on a service contract, this complaint has not yet been resolved. The root cause of the missing nut cannot be determined. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the classic spring arm allegedly has a stripped screw at the front of the spring arm. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
On (B)(4) 2016, the nut to hold the m3 screw was reinstalled properly by stryker field service technician (B)(4). The unit was released to the customer for use. It was confirmed by the qip in phase 2 that the m3 screw had been properly secured at installation. It cannot be confirmed when the nut went missing. There were no adverse consequences or user/patient injuries in this case. The serial number was also confirmed from the initial submission of unknown to be (B)(4).

Event description:
It was reported that the classic spring arm allegedly has a stripped screw at the front of the spring arm. There was no patient involvement, injury or adverse consequence reported.